Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had distal end (c-cover) burned. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date and corrections. Corrected fields: d5; e1; e2: e3; h8.

Event description:
No additional information received.